Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found angulation in the up direction was out of standards due to worn angle-wire. The connecting tube was dented. The universal cord was corrugated. The gap on the up/down knob was out of standards due to the worn angle-wire. The up/down knob cannot be aligned due to the worn on forceps elevator lever. Waterproof failure due to the cut on switch 3. Water supply failure due to the clogged jet tube unit. The light guide bundle was abnormal. The plastic distal end cover was peeled off and dented. The bending section cover adhesive was broken. Based on the results of the investigation, the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to scratched switch 3. We could not identify the foreign material. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus field service engineer reported on behalf of the customer, the videoscope had a clogged sub water supply channel. The issue was found during preparation for use. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was foreign material in the sub water supply channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.